Event description:
The report stated that the ligasure atlas was used during a vaginal hysterectomy and the surgeon said that, the atlas was sticking a lot to the patient's tissues. After the procedure, the patient had to be re-opened. The doctor felt like the ip and the uterine were bleeding and oozing on the patient's left side. The right side of the patient was fine and there was evidence of seals. The patient had 2 blood transfusions.

Manufacturer narrative:
Date of initial report: december 5, 2007. The incident handpiece has been discarded and is not available for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.